Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with weak signal, change sensor, blood at site and bent cannula. The customer mentioned having had issues with high and low blood glucose levels. The customer states their lows have been in the 50mg/dl range and their levels have gone up to 347mg/dl. The customer states they treated the low with food. The customer states noticing air bubbles in reservoir. The customer's blood glucose level at the time was over 400mg/dl. Troubleshoot was conducted to clear the bubbles. The customer was advised of proper storage techniques. The customer was advised to conduct infusion set change. Troubleshoot for the sensor was conducted and the customer is being sent replacement sensors.